Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4) - incomplete. The exp date is currently unavailable. The complaint device is not being returned, therefore is unavailable for a physical evaluation. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes mitek complaints system revealed 1 similar complaint for this lot of devices that were released to distribution. We cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the etq complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the affiliate in (B)(6) that an issue with rgdloop adjustable stand device happened during anterior cruciate ligament acl reconstruction surgical procedure with allograft semi-tendinosis and gracilis. Trial of the rigid loop adjustable, secondary surgery. It was reported that everything worked fine until the surgeon was going to pull the graft up in the tunnel. The surgeon pulled the white suture according the instruction and was almost in place when the loop broke and the surgeon stood with the white suture and part of the loop in his hand. The graft was not damaged . The surgery was completed with a metal screw on femur instead. We did not experience any had parts that could have damaged the loop. This delayed the procedure 20 minutes. According to the reporter, the suture broke inside the joint space. It was reported that the surgeon was pulling on the suture with his hands but around a snap to pull smoothly. The suture did not break by the snap but inside the joint, the implant was removed. It was reported that it was easy to remove it from the loop that was broken. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation summary: the nonconformance search/query statement was inadvertently missed in the investigation summary section on the initial report. The updated investigation summary is as follows: investigation summary: the complaint device is not being returned, therefore is unavailable for a physical evaluation. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes mitek complaints system revealed 1 similar complaint for this lot of devices that were released to distribution. We cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot: a non-conformance search was performed and no non-conformances were identified for the part/lot number combination. If additional information should become available, a supplemental medwatch will be submitted accordingly. This report is being filed from the etq complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.